Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection between the supply line of a homechoice cassette and solution bag was reported and is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell three of four. The patient was connected at the time of the alarm. The patient stated that the connection to the supply bag was not tight and had leaked. The technical service representative reviewed proper procedures with the patient. The care giver stated they had not seen anything unusual with the supplies during set up; the over pouches had been intact. The care giver stated the connections had seemed normal and secure; they were unsure what had caused the disconnection. The care giver stated there had not been any damage to the bags or cassette noticed during take-down of the supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.